Event description:
During a stent assisted aneurysm coil embolization, a 4.5x22 enterprise vrd was placed and a 3x6 complex fill orbit coil was placed for framing. After detachment of the second coil, a 2.5x3.5 complex xtrasoft galaxy, the tail of the coil was between the stent and the vessel wall. There was no residual filling in the aneurysm sac. Prior to detachment, the coil the position of the coil was verified with fluoroscopy and was in good position, fully within the aneurysm. There were no issues positioning the coil in the aneurysm or during detachment, or entanglement with the first coil. However, constant fluoroscopy was not conducted until after the coil was detached. No additional manipulation occurred during detachment, and the coil delivery system did not move during the event.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer observed error code 1007 (unable to process test, activated read failure) once or twice a day for patient results when reaction vessel (rv) lot 70563p100 was in use. The error is generated intermittently on several assays, and when the sample is re-run, the result is okay. The customer was asked to perform troubleshooting procedures and was also advised to replace the rv lot in use. Upon follow up with the customer, the issue was resolved by replacing the rv lot. There was no impact to patient management.

Manufacturer narrative:
(B)(4), concomitant medical products: architect i2000sr analyzer, list # 3m74-01, (B)(4), this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.